Event description:
Boston scientific received information that this right ventricular lead and implantable device displayed a high, out of range shock impedance measurement. The local field represenative indicated that the patient has been non-compliant with follow up and following physician direction. No further testing has been performed. There were no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.